Event description:
It was reported that the patient presented in clinic for generator change. The patient had requested the pacemaker (pm) pocket location to be revised due to discomfort. The pm was explanted and replaced at a different location. There were no patient consequences.

Manufacturer narrative:
The device was returned for analysis. Visual inspection, interrogation and longevity of the device were normal with no anomalies found.